Event description:
A report was received that patient underwent an ipg revision because the ipg was tilted in the pocket site causing difficulty charging. The ipg site was revised and the patient was stable post operatively.